Manufacturer narrative:
The insulin pump was unable to prime during priming test due to faulty force sensor resistor. The insulin pump was unable to confirm the excessive no delivery alarm due to prime anomaly. The device was received with moisture damage on the lcd board and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call excessive no delivery alarm and moisture damage on the insulin pump. Customer advised they jumped into the swimming pool wearing the insulin pump. Customer received no delivery alarm after the moisture damage. Troubleshooting for moisture damage was performed. Customer advised there is moisture damage under the lcd display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.